Event description:
Pt dislodged venous needle; no alarm condition. Blood loss estimated at 400 cc, 800 cc sline administered. Pt fell on 08/06/97, possibly due to decrease in hematocrit as a result of blood loss. Pt rec'd 2 units blood.